Event description:
Bilateral gel breast implants were ruptured. Pt requested removal - replaced with saline gel implants. Initial implants done 12 yrs ago at another facility. Rupture identified on mammogram.